Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 3.5 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.5 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. The laboratory values were believed to be correct and no actions were taken with the patient since all values were within the patient's therapeutic range. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter results. The patient is currently in good condition. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once every three weeks. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's coumadin dose has not changed since last tested. The patient's medications have not been changed and the patient's diet has not changed since last tested. The patient has no new illnesses and did not have bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient's strips were returned for investigation. The returned strips were measured with a retention meter using quality control material. Testing results: qc 1: 1.3 inr, qc 2: 1.3 inr, qc 3: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.1-1.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.